Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for feelings of popping and instability. Event is serious and is considered severe. Event is related to device and not related to procedure. Date of implant: (B)(6) 2006; date of event: (B)(6) 2022; date of revision: not specified (right knee). Treatment: revision of the tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-ray evidence were reviewed and cannot be determined the wear or deterioration of polyethylene condition reported. No issues were identified in the evidence provided, therefore, the allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Office notes (B)(6) 2022 indicate the patient is experiencing swelling, instability, feeling of popping, wear of the tibial insert and osteolysis.